Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a decrease in sensing amplitude, an increase in pace impedance and an elevated threshold on the right ventricular (rv) lead. It was also noted that the patient was having chest wall stimulation. Which was suspected to be caused by a rv lead perforation. Subsequently, a revision procedure was performed and the crt-d and the rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.